Manufacturer narrative:
Procedure ID (B)(4) was reviewed and there is noted patient movement throughout the treatment. The suction ring is not properly locked to the titanium arm. Patient movement could result in a penetrating ak. No further follow up required.

Event description:
On 11/08/2023, (al23007-c21u) it was reported to that dr. Had a full thickness ak incision on procedure # (B)(4).